Manufacturer narrative:
Sc-2408-74, sn (B)(6). The complaint of high impedance was confirmed. Visual inspection revealed that the lead was frayed at 27 cm from the distal end. Xray inspection of the lead revealed that four of the cables were completely broken at the frayed location of the lead body. Cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degree. An angle of more than 45 degree increases the risk of lead damage. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the lead was explanted and exchanged for a new lead due to high impedances that were discovered during the ipg implant.

Event description:
A report was received that the lead was explanted and exchanged for a new lead due to high impedances that were discovered during the ipg implant.